Event description:
It was reported that during a low anterior resection procedure, according to the doctor, his partner was down below and was firing the stapler. She closed the stapler down until it was in the range to fire. The stapler fired as expected. The doctor then noticed when looking at the anastomosis that there was an unformed staple. He then examined the staple line which fell apart with all unformed staples. The doctor said they completed the anastomosis; but he didn't explain how. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # k5c81a. The analysis results found that the cdh33a device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The only casing half washer was present and there were no staples present. After further analysis, it was noted that the knife would not return to its home position. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the compression element was disengaged from the driver guide. While no conclusion could be reached as to how these components became disengaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. What confirmation was received that the device was fully fired? Staples were found fired outside the stapler. Was the staple line complete? Unknown if staple line was complete. Stapler fired but staples not engaged/closed. Was the cut line fully circumferential around the target tissue? Yes transected circumferentially; with insufflation the anastomosis fell apart. Two complete doughnuts in the stapler. How was the procedure completed? Re-stapled and whip stitched rectum closed; then used eea again.